Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the bulk solutions pump (part number a-35001280-02). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed hstroponin result on the alinity analyzer. The following data was provided and all had initial results of < 1.5 pg/ml initial results were on the alinity, and the repeat results were on the architect (which matched the clinical presentation of the patient): (B)(6) repeat 32.2 pg/ml ; (B)(6) repeat 27.3 pg/ml ; (B)(6) repeat 6.5 pg/ml ; (B)(6) repeat 1.6 pg/ml ; (B)(6) repeat 10.0 pg/ml ; (B)(6) repeat 2.3 pg/ml ; (B)(6) repeat 1.7 pg/ml ; (B)(6) repeat 5696.1 pg/ml ; there was no impact to patient management reported.